Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports that the day the implant was placed in fdi 15, failure occurred upon insertion. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.